Event description:
Delivered stent on the right side for ease (less angle), and used "kissing balloons" technique to open the iliacs. No issues. After positioning at the bifurcation, the left limb would not go into the iliac; plaque suspected. While attempting to place the limb, it was deployed prematurely. A 10.4 balloon was used to attempt to open the limb, and navigate it into the iliac. The stent was not covering the renals. A limb extension was placed on the left side through the main body. The stent cage was slightly damaged, possible due to the maneuvering of the device. The pt was sent to recovery. Lack of pulse noted at the pt's legs. Two additional extensions were placed (gore devices). But still poor flow to limb. It was then discovered that the pt was dehydrated; insufficient fluids were administered during the case of approximately 10 hours. Hydration was commenced and pulse at limbs returned to normal. Two dissections were repaired in the pt's vessels. Patch on left side. And extension to femoral artery.